Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the right pulmonary vein isolation, the temperature of the catheter increased and the catheter was removed from the patient and a blood clot was observed on the catheter tip. The blood clot was removed with a cloth and the procedure was completed with no adverse consequences to the patient. Also, the contact force value displayed incorrect values during the procedure and the contact force was re-zeroed to resolve the issue.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation, along with one image. Log file analysis indicates the automatic baseline reset of the tactisys was unable to function due to the value of the deformable body thermocouple (tc2) reading under 32°c, consistent with the reported incorrect contact force values. Tc2 met specifications during electrical testing of the returned device. In addition, the device met specifications during temperature testing and flow rate testing. The cause of the low tc2 temperature remains unknown. The image submitted with the returned device appears to show a blood like substance on the proximal end of the tip electrode and on the catheter shaft just proximal to the tip electrode; however, no anomalies were noted at the distal end of the returned catheter. The event description states that the temperature increase, and blood clot occurred during rpv isolation. A review of the ensite case study revealed that the catheter was removed three times during the rpv isolation and following completion of the rpv isolation. Impedance rises were seen in several ablations during rpv isolation, but no temperature anomalies were noted. Electrodes 1-4, the magnetic sensor, and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported temperature increase and blood clot remains unknown.